Event description:
Upon harvesting right saphenous vein for CABG procedure, pa noticed the hemopro device "smoking" from the blue handle piece when using the cautery. Hemopro was inspected and was working ok. Per surgeon and team, they requested to follow up with this supply concern. No evident patient harm notice. The hemopro normally emits smoke during cautery activation. The smoke was coming from the handle and not through the typical smoke evacuation channel intended in the device. A product concerns was generated; the event was shared at safety huddle and will continue to be a safety message this week.